Event description:
A malfunction was reported on a pump, but no notable events occurred before the issue, and there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information to the customer and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and contact support if the issue reoccurred.